Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center the device failed a test step indicating the proximal pressure verification test step. The device was recalibrated to address the issue. The device returned to the technician after the recalibration due to an o2 low flow test step failure. The issue was found to be caused by the removeable foam was installed incorrectly. The foam was installed correctly and passed testing. Additionally, the rubber feet and handle o-rings were missing, and the components were replaced to address the issue. The device was tested and passed all final testing.